Event description:
It was reported that insulin from the reservoir leaked past the o-rings. The blood glucose reading was 800mg/dl. Advised the caller to avoid pulling the plunger too far down the barrel as this can force a leak path. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.